Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room. The electrode was eroding through the skin with drainage at the distal tip and was infected. The infected electrode was cut and removed approximately 1 cm proximal to the xyphoid sensing electrode and a lead cap was placed on the proximal end and fastened in place. Tissue and fluid cultures were taken. The surgical wound was copiously flushed with antibiotic solution, then closed. The patient was taking oral antibiotics prior to this procedure, and was prescribed additional oral antibiotics to take post-procedure. The pulse generator pocket appeared to be healing without deformity, discoloration, drainage or tenderness. It was decided to keep the pulse generator in place until it is appropriate to implant a new s-ICD system for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
The capped portion of the electrode was later explanted and successfully replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.